Manufacturer narrative:
Additional information: a3, d4, d5, d6a, d7a, d8, d9, e1, e3, h4, h5, h6, h11. Investigation results: an analysis of the product could not be conducted because a physical sample was not received for evaluation. A review of the manufacturing records for finished lot number 3680196 (product code 810041b) was performed, and no non-conformances or manufacturing irregularities were identified. The expiration date is february 29, 2016, and the manufacturing date is february 11, 2013. As part of our company's quality system, all devices are manufactured, inspected, and distributed according to approved specifications. Based on the available information, there is no indication that a design or manufacturing issue has caused the reported complaint. Therefore, it has been determined that no corrective or preventive action is required at this time. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trending as part of our post-market surveillance. However, if the product is received later, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Manufacturer narrative:
An investigation could not be performed as the device is not returned. Based on the limited information provided, the reported product complaint could not be confirmed. A review of general manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met established specifications during the manufacturing and quality release process.

Event description:
"Dir (B)(4) received from tga in relation to ethicon prosthesis, incontinence. Product details provided: gynecare tvt - mid urethral sling - prosthesis, incontinence clinical event information: on the (B)(6) 2014 patient had vaginal hysterectomy + tvt insertion + cystoscopy. Has been suffering with pelvic pain and vulval and vaginal symptoms. Post tvt insertion has had slow urine flow and feels that she does not empty. Often voids a small amount after. Dyspareunia for many years. Also suffers with lower back pain, bloating and constipation. Disclaimer no further information available as reporter details have not been disclosed (confidential)."